Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n074877, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis of the pump revealed over infusion. The root cause was undetermined. Pump logs revealed a motor stall recovery indicator along with elective replacement indicator (eri) had occurred. The motor stall recovery indicator is that at some point in the pump's life a motor stall and then recovery had occurred. The eri was due to implant time elapsed and is normal behavior for this pump. Dispense testing was performed and displayed an over infusion. A second dispense test was performed and that test passed for accuracy but the graphing had an odd appearance. An infusion test was performed and that test passed for accuracy but a cyclical pattern did immerge.

Event description:
It was reported the pump was replaced due to elective replacement indicator (eri). There was no patient injury and the patient recovered without sequela. The pump was delivering baclofen, bupivacaine and hydromorphone.

Manufacturer narrative:
(B)(4) no longer apply.

Event description:
Additional information was received from a consumer. The pump was not working right and was damaging and not helping with her pain.the pump was replaced to resolve it. The pump was delivering "baclofen and saline" at the time of the event.

Manufacturer narrative:
Final analysis of the pump was completed, and findings remain unchanged. No further overinfusion testing is required. Destructive analysis was finished. No new or additional anomalies found during destructive analysis. Analysis is complete and product location updated. Current analysis coding will remain unchanged.